Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced exploration of mediastinum and delayed surgical site closure 11 days post-op. Also, patient experienced ventricular tachycardia (vt) upon presentation. Amiodaron was started and implantable cardioverter-defibrillator (ICD) off/pacer was on while in the hospital.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events cannot be conclusively determined. The patient ultimately expired on (B)(6) 2019, (documented in manufacturer report number 2916596-2019-01540). The device was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists cardiac arrhythmia and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, as well as other adverse events. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.